Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 23-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm.it was reported that the patient presented with left leg numbness at their follow up approximately 6 months post the index procedure. An angiogram was carried out on the patient and it was reported that the patient did not have any flow to their left leg. The implant had thrombosed at the bifurcation. The physician reported the cause of the event could not be determined. The patient was treated with a fem-fem bypass. No additional clinical sequelae were reported, and the patient is fine.